Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced pericardial effusion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave nav catheter the patient experienced a pericardial effusion. It is unknown when during the procedure the pericardial effusion was first observed. Pericardiocentesis was performed. It was noted that the procedure was able to be completed, and the patient is expected to fully recover.